Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "central cavity was blocked during catheterization operation" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found bent and resistance was noted upon passing the guidewire through the iabc central lumen. The root cause of the bent central lumen is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the central cavity of the intra-aortic balloon (iab) was blocked during catheterization operation, which affected the normal puncture. As a result, the iab was removed and no additional iab was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the central cavity of the intra-aortic balloon (iab) was blocked during catheterization operation, which affected the normal puncture. As a result, the iab was removed, and no additional iab was inserted. There was no report of patient complications, serious injury, or death.